Event description:
A customer called in and stated that the bed's trendelenburg function would no longer work. He stated that he is the user of this bed at home and there were no injuries.

Manufacturer narrative:
The loss of trendelenburg/reverse trendelenburg has the potential to cause serious injury or death. The technician is currently working with the customer to resolve this issue.